Event description:
Additional information was received: a revision procedure was performed, this lead was removed and replaced. The lead was discarded by the facility. No adverse patient effects were reported. There was no allegation against this lead.

Event description:
Boston scientific crm received information that during a follow up visit, an x-ray was performed. This atrial lead was dislodged. A repositioning procedure will be performed in the near future. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead was removed, replaced and discarded by the facility. Should additional information become available, this event will be updated.

Manufacturer narrative:
According to available information, this lead remains implanted. Should additional information become available, this event will be updated.